Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of renal dysfunction could not be conclusively established through this evaluation. The patient remained ongoing on (B)(4) until undergoing a heart transplant on (B)(6) 2019 (refer to MFR# 2916596-2020-02683). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. The IFU lists potential adverse events, including renal failure, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, the patient experienced renal dysfunction. The maximum creatinine value was 3.93 mg/dl. A week of dialysis was performed. The causal relationship with the device was considered low but could not be denied as the pump was in use.